Event description:
Pt received a right breast implant on 6/25/85 as a replacement for one of a unk MFR. Pt also alleges having problems immediately, including hardening and misplacement. Pt had removal and replacement on 3/8/95, with a device of another MFR.